Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with differences between the sensor glucose and blood glucose levels. The customer was treated by eating some carbs. The event involved products mmt-1884, mmt-7040a, mmt-397a and mmt-332a. Troubleshooting was partially performed for low blood glucose. Troubleshooting was performed. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 75 mg/dl and sensor glucose value was 164 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 89 mg/dl and it was beyond acceptable range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue the use of the sensor. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.